Event description:
The reporter contacted animas on (B)(6) 2012 stating the ok and the up arrow keypad buttons were intermittently unresponsive for some time. It was alleged that due to the difficulty of pressing the buttons the keypad rubber around these two buttons had worn to the point of exposing the metal underneath. The keypad was not exposed to moisture. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the pump was returned for investigation with the keypad torn over the ok and up arrow buttons, exposing the button contacts. On testing, all the keypad buttons were noted to have intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the ok and up arrow button contacts were inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.